Event description:
The pump was returned for service. During service, the pump head mechanism under infused during the accuracy eval. Per customer service, the customer reported no injury or medical intervention.

Manufacturer narrative:
During service, the pump head mechanism under infused during the accuaracy eval. Baxter service replaced the pump head mechanism. Review of the complaint history reveals simialr reports have been rec'd for this product for the reported issue. This issue is currently being investigated under CAPA.